Manufacturer narrative:
A review of the device log by the customer biomed and spacelabs technical support confirmed the issue. A spacelabs field service engineer was dispatched and the qube cpu board was replaced. The device passed all tests and was returned to service. This report is considered complete and this particular issue closed.

Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report that on september 5, 2017 a monitor spontaneously turned off while in use. No injury was reported as a result of this event.